Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there were high impedances on the right lead. The patient was unaware of any environmental or external factors that may have led or contributed to the issue. An x-ray was taken, impedances were checked, and reprogramming was attempted to resolve the issue. Finally, a lead revision was performed to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.